Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 562mg/dl. Cause was not known. The customer changed to an alternate method of insulin therapy to address the issue.